Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the device in 2003, the pump was programmed in the continuous plus pca mode to deliver 1mg/ml of morphine at a rate of 5mg/hr instead of the intended 0.5mg/hr, a 1mg pca dose, a 6-minute pca patient lockout, a 4-hour limit of 40-42mg (specific amount not known by customer contact) and a container size of 100ml. 2 days later, approximately 36 hours following the initiation of the infusion, the patient began experiencing respiratory difficulties with a decrease in 02 saturation. After an unspecified length of time, the patient coded. Reportedly, the unspecified resuscitation attempts were unsuccessful and the patient expired. The customer contact did not know if an autopsy was performed. Though requested, no additional information was provided.